Event description:
A customer contacte beckman coulter regarding elevate toatal bhcg (tbhcg) test results from a single pt that were generated by the unicel dxl 800 access instrument. The customer indicated that the pt tbhcg results were monitored over a period of several weeks. Five (5) pt samples were tested for tbhcg in 2005 for eleven days. The tbhcg results were in the range of 416-595mlu/ml. The 6th sample, drawn in 06/2005, was tested for tbhcg on another instrument in their lab; results was 48mlu/ml. In 06/2005 and two days later fresh samples were collected from the pt and tested for tbhcg on dxl instrument. The samples were run in duplicates; the results were in the range of 296-366mli/ml. The samples in june were sent to another lab for tbhcg testing by a different method; the results were "negative". The next day the pt was drawn again and testedd for tvhcg on dxl, another instrument and by another lab; the results were: 361mlu/ml, 42 and 45miu/ml, "negative", respectively. The customer indicated that a methotrexate was administered to the pt.